Manufacturer narrative:
(B)(4).

Event description:
The doctor reports that the prosthesis released correctly. At the time of removing the device and revising, it was noted that the prosthesis was in a different position from the initial. An endoscopic review observed a piece of the internal catheter of the release device and the doctor was able to removed it . Afterwards the doctor decided to place another metallic prothesis without any issues.

Event description:
It was further reported the stent remained inside the bile duct and they did not remove it and chose to place another evolution stent.